Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and performed failure analysis (fa). The molded insulator of the instrument was found to be damaged. The damage was located at the grip base. The entire molded insulator was found to be broken and not returned with the instrument. There was damage observed to the conductor wire. The instrument failed the electric continuity test. Additionally, the conductor wire was found to have insulation damage at the broken molded insulator. Visual inspection found the wire to be exposed. The instrument failed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The instrument was found to have the main tube broken. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact and no material was found missing. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the customer reported that one of the jaws of the forceps bipolar instrument had broken off inside the patient. The broken fragment was retrieved without any harm to the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the instrument was inspected by the scrub tech, and nothing was noted out of the ordinary. The surgeon was cauterizing the tissue when the issue happened. The surgeon did not know why the instrument broke. The instrument was used for 5 minutes prior to the issue. The surgeon did not notice any instrument functionality issues during the surgical procedure. The instrument did not have external collisions. The patient did not return to the hospital experiencing any post-surgical complications related to retaining a foreign object. The patient is currently recovering at home. Upon final removal of the instrument the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula.